Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft break occurred. The 40% stenosed target lesion was located in a mildly tortuous and moderately calcified middle right coronary artery (rca). A guidezilla guide extension catheter was used to add backup in delivering the unspecified stent to treat the target lesion. The guidezilla guide extension catheter was advanced but encountered difficulty placing in the target lesion. After placing the guidezilla guide extension catheter in front of the lesion, the stent was then delivered however, the stent could not pass through the lesion. The physician decided to take the stent out. During withdrawal of the stent, a few resistance was felt from the unspecified guide catheter. It was then noticed that the collar of the guidezilla guide extension catheter was broken. Fortunately, the broken part was removed from the patient. The procedure was completed with a non bsc device. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified the guidezilla guide extension catheter in two pieces. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured and found within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a complete separation of the shaft and collar. The collar was also damaged. Microscopic examination found no irregularities or damage to the tip. A promus element plus sds was used for functional testing. The promus element plus was advanced through the collar without issue, however; because of the shaft separation functional testing could not be completed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 40% stenosed target lesion was located in a mildly tortuous and moderately calcified middle right coronary artery (rca). A guidezilla guide extension catheter was used to add backup in delivering the unspecified stent to treat the target lesion. The guidezilla guide extension catheter was advanced but encountered difficulty placing in the target lesion. After placing the guidezilla guide extension catheter in front of the lesion, the stent was then delivered however, the stent could not pass through the lesion. The physician decided to take the stent out. During withdrawal of the stent, a few resistance was felt from the unspecified guide catheter. It was then noticed that the collar of the guidezilla guide extension catheter was broken. Fortunately, the broken part was removed from the patient. The procedure was completed with a non bsc device. No patient complications were reported and patient's status is stable.